Event description:
It was reported that suture placement in the right common femoral vein was done with two prostyle devices using the pre-close technique via an 8f sheath hole prior to a left atrial appendage interventional procedure. Both devices were successfully pre-placed. The sheath was upsized to a 16f and the left atrial appendage procedure was completed. Reportedly, the suture knots of both devices were advanced to the vessel wall and tightened (worked as intended), but hemostasis was not achieved. Hemostasis was achieved with a figure of eight suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.